Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient was in dwell two and received an alarm. When patient opened the cassette door, she noticed that one of the tubes was disconnected and leaking. Spoke with the patient who reports no ill effects. She stated that she received 1 dose of antibiotics as a precaution. Patient denies fever, chills or pain. Effluent has remained clear. There is a sample available for evaluation.